Event description:
Post market implantable systems registry reported the patient experienced nausea, and drug withdrawal. Upon x-ray evaluation of the intrathecal catheter, a catheter dislodgement was observed. The catheter was explanted. The patient was receiving 2.4mg/day of 10mg/ml intrathecal morphine.